Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Medsun report number: (B)(4). Contact office address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary set would not flow. During a secondary patient infusion of famotidine (rate not reported), there was ¿complete blockage¿. The patient was connected to a pump (rate not reported) and primary set (drug name and rate not reported). To troubleshoot the nurse preprogrammed the pump. When that did not correct the problem, the device was unscrewed and reconnected the secondary tubing onto the primary tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.